Event description:
It was reported by medwatch that patient admitted to in-patient care (B)(6) 2024. Rn called to patient room by mother around 11:55 (B)(6) 2024. Per mother, patient was moving around and pac needle broke right about q-syte. Statlock was in place at this time and pac needle tubing was still secured in place even after q-syte and IV tubing broke off. Blood seen backed up into residual port needle. Rn clamped pac needle and de-accessed port. Apn made aware and rn will hang new bag of blina at same rate when available from pharmacy. Chemo spill kit will come clean room shortly. Patient's pac re-accessed and new blinatumomab bag hung. Mother washed patient and herself well per advice from pharmacist. No skin irritation noted to patient's skin. Patient playing comfortably with mother at this time. Apn updated. No new orders at this time. No other information was provided. Additional information: complicated by line infection (B)(6). Has port that was able to be spared with antibiotics and infection has been treated. Has PICC line placed (B)(6) for chemotherapy usage, line was lost (B)(6), now chemotherapy has returned to being infused via port. Medwatch states blood culture was positive with klebsiella pneumonia.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation.